Manufacturer narrative:
(B)(4). Device evaluation: the analysis found that one ntlc75 device was returned with no apparent damage and with a cartridge reload loaded on the device. It was noted that the "doghouse" component of the cartridge was damaged. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The following information was requested, but unavailable: can you please clarify what is meant by "the knife was misaligned at the 2nd firing and the device could not be used." Did the device lock-out (would not fire)? No information. Did the reload begin to staple and cut, but then jammed? No information. Did the device staple, but there was no cut line? No information. Or did the device deliver a cut line, but was the cut line complete? No information. If the device cut and stapled, were there any staples missing from the staple line? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? No information.

Event description:
It was reported that during an open acute generalized peritonitis procedure, the knife was misaligned at the 2nd firing and the device could not be used. Another device was used to complete the case. There were no adverse consequences to the patient.